Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.